Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a leak in excess of 4.5 lpm. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak rate was between 300 and 600 ml/min. This leak rate is insufficient to affect device ventilation. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. Therefore, the initial report was not a reportable malfunction. H3 other text: additional information was received that the leak rate was between 300 and 600 ml/min. This leak rate is is insufficient to affect device ventilation. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. Therefore, the initial report was not a reportable malfunction.